Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was report that there are about 10-12 extension sets that one of the two ports would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e lot number 20106516 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) 1998036 has been initiated to investigate the customer¿s reported failure mode.

Event description:
It was reported that 12 ext set w/macrobore 2vps y-conn experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20159e batch no: 20106516 we had about 10-12 extension sets that one of the 2 ports would not flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 ext set w/macrobore 2vps y-conn experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20159e, batch no: 20106516. We had about 10-12 extension sets that one of the 2 ports would not flush.